Event description:
It ws reported that right atrial lead impedance was greater than 2500 ohms in the bipolar configuration. Sensing was intermittent and capture was questionable. The lead was subject to electrocautery. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.